Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. Tandem technical support advised the customer not to overfill their cartridges. The customer declined to load a new cartridge onto the pump to address the issue. Blood glucose level was 170 mg/dl.